Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by a failure of the main board sensor, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the front panel display of the high flow insufflation unit disappeared during a therapeutic surgical case. The issue occurred twice during the procedure. The device was manually restarted, which resolved the issue and the procedure was able to be completed. The device was not inspected prior to the procedure. There was no reported patient harm or impact due to this event.